Manufacturer narrative:
The device was not returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flushing pump had a pump head failure. The issue occurred during preparation for an unspecified procedure and the device was not used on the patient. There were no reports of patient harm.

Event description:
It was reported the flushing pump had a pump head failure. The issue occurred during preparation for an unspecified procedure and the device was not used on the patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was inspected for on-site repair and the customer's allegation was confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, performance of a consumable deteriorated as the number of usages increase. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.